Manufacturer narrative:
The vitamin b12 ii reagent lot number was 83208704 with an expiration date of 31-jul-2026. The field service engineer found that the tube at the pre-wash area was loose, causing small bubbles to appear in the pre-wash. He tightened the fitting of the tube at the pre-wash area. The service actions (fitting of the tube at the pre-wash area) resolved the issue. Qc was performed, and it was acceptable. The root cause was due to a loose tube at the pre-wash area (component failure).

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with elecsys vitamin b12 g2 (vitamin b12 ii) assay on a cobas e 801 analytical unit. Sample 1: initial result: <100 pg/ml. Repeat result: 371 pg/ml. Sample 2: initial result: 143 pg/ml. Repeat result: 432 pg/ml. The initial results did not match the patients' medical history, and the samples were then repeated on a different module. No questionable results were reported outside the laboratory. The repeat results were deemed to be correct.